Manufacturer narrative:
The customer reported a falsely elevated br 27.29 (br) result was obtained for one patient on the atellica im 1600 analyzer with serial number: (B)(6), and the result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same analyzer and on an alternate atellica im 1600 analyzer. The repeat results were lower and considered correct with the patient history. The customer alleges that the analyzer was giving quality control (qc) imprecision and siemens retrieved data files for investigation. A siemens cse (customer service engineer) has verified that other service has been performed on the analyzer and that qc results have been acceptable since 25-mar-2025. The cse has verified and performed the air pump calibration, aspiration leak test, manual adjustment of sample probe to cuvette, replaced the reagent probes (rp1 and rp3), review alignments of reagent probes to the incubation ring and wash stations, and inspected the wash ring > dispensing ports. Siemens is investigating the event.

Event description:
The customer reported a falsely elevated br 27.29 (br) result was obtained for one patient on the atellica im 1600 analyzer with serial number: (B)(6), and the result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same analyzer and on an alternate atellica im 1600 analyzer. The repeat results were lower and considered correct with the patient history. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Initial MDR 2432235-2025-00104 was filed on 07-apr-2025. Additional information (14-may-2025): siemens reviewed the sample and reagent files. There was no evidence of issues with the delivery of br 27.29 (br) lite or solid phase reagents; however, the pressure profile for sample ID (B)(6) indicated a potential sample quality issue. Siemens did not warrant the return of the patient sample because the falsely elevated br 27.29 (br) result was not reproducible. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. The customer is operational, and the reported event was resolved by repeating the sample, which is considered routine troubleshooting. The atellica im 1600 analyzer performs as specified; no further evaluation is required.